Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 module controller board had no lights and drawer 2.2 drawer controller board was bad. A field service engineer replaced both module controller and drawer controller boards. Then released all cubies and checked for debris none found and verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer not detected on bus. Reboot the station. 2.198 failed storage spaces. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.